Event description:
This report addresses the issue of use error-reuse of supplies. During troubleshooting for a reload the set (rls) 201 alarm and system error (se) 2265 reported by a customer which occured on the homechoice (hc) unit during use, the patient was connected, in dwell 1. The peritoneal dialysis registered nurse (pd rn) stated that there was a rls 201 in setup but they were able to cycle power, reload the set, and continued with the same supplies. The technical service representative (tsr) explained this se is ending therapy and to setup with new supplies. The pr dn will setup with new supplies. There was patient involvement, but there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported after getting the alarm, customer cycled power, reloaded the set, and continued therapy with the same single use supplies, which is a use error/poor aseptic technique. The cause was undetermined. A labeling review was performed in response to the use error in this complaint, and the labeling was found to be adequate